Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was unable to duplicate the reported issue. Physio replaced the device's battery contact assembly, battery power cable assembly, power/system pcb cable assembly, and contact pcb/power pcb cable assembly as a precaution. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device is intermittently powering off by itself when they press a button on the device. It also occurred while transporting a patient when they hit a bump in the road. There were no reports of any adverse effects to the patient as a result of the reported issue. The customer advised physio-control that no additional information on the event or the patient is available.